Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump was received error 25 due to non-sleep anomaly software error.

Event description:
It was reported that the device has detected a power error. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 14 mmol/l. No further details or information available. The device will be returned for analysis.